Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID serial # (B)(4) manufactured on april 24, 2012 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. Conclusion: in summary: head assembly was out of calibration on all points. The reason for return was confirmed; unit was in service for 8 months and no part non-conformance were found but many non-OEM parts and lubricants were added by end user after the last repair. Replace motor and non-OEM parts, pm service.

Event description:
It was reported the device does not cut like it is supposed to. It was reported the device was in contact with the patient; however, there was no patient injury.